Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: investigation flow: damage. Visual inspection: the depth gauge for locking screws to 100mm for im nails (p/n: 03.010.428, lot number: 1l19996) was received at us cq. Visual inspection of the complaint device showed the distal tip was deformed and the distal shaft was bent. No components were observed broken. Device failure/defect was identified. Document/specification review: no design issues or discrepancies were identified. The complaint was not confirmed. Investigation conclusion: this complaint is not confirmed as no components are observed broken. However, the distal tip was deformed and the distal shaft was bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Product code: 03.010.428. Lot number: 1l19996. Manufacturing site: balsthal. Release to warehouse date: sep 24, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set at fsl (B)(6) site, it was observed that the depth gauge was broken. There was no known patient or hospital involvement. This complaint involves 1 device. This report is for (1) depth gauge for locking screws to 100mm for im nails. This report is 1 of 1 (B)(4).